Manufacturer narrative:
The pouch of the subject device is requested from the customer. Following additional information is shared by the customer: "one person carried the box into the operating room and pulled out one probe from the box and discovered it was open at the top by the peel area. The other 2 were inspected from the box and were intact. No pictures are available right now. " IFU instructs to inspect the product/package for any damage. "Do not use if package is damaged" symbol is on label of the product and also in the IFU. If significant additional information is received, this report will be supplemented.

Event description:
"Spl-pd376 sterile packaging was open upon opening outer box. No patient involvement."